Event description:
It was reported that customer observed air bubbles and gaps in system located in tandem mobi cartridge during pumping, with issue occurring on previous day rather than at time of call. There was no adverse impact to the customer's blood glucose level. Customer resolved issue by filling tubing and continuing to use same cartridge until insulin was depleted, and no further corrective actions or technical support interventions were documented.